Manufacturer narrative:
Date of birth - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; expiration date - unknown due to unknown lot number; unknown due to unknown lot number; explanted date: device was not explanted; device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that on (B)(6) 2018 a transcatheter aortic valve replacement (tavr) procedure was performed and both groins were punctured. The left side was pre closed with 2 perclose, a gore sheath, a medtronic guidewire was used, and following the procedure an 8f angio-seal vip was used. The right side was closed with an 8f angio-seal vip, which was used at the right groin site where partial hemostasis was achieved, and additional manual compression was applied. Post procedure, the patient complained of abdominal pain and became hemodynamically unstable and an levophed infusion was started to maintain hemodynamic instability. A CT scan of the abdomen revealed a large hematoma. A femostop device was applied over the right femoral artery access, however, the hematoma continued to expand. On the evening of (B)(6) 2018 the patient was referred for angiography to identify source of the bleeding and management/percutaneous endovascular intervention, if clinically indicated. The angiogram revealed no acute source of bleeding in the visualized vessels. The patient received a blood transfusion. The patient was then discharged on (B)(6) 2018. On (B)(6) 2018 the patient was admitted with 14cm rlq/flank hematoma. On (B)(6) 2018 a CT angiogram with runoff, revealed an increase in the hematoma size since (B)(6) 2018 procedure and a hypodensity in the right proximal femoral artery suspicious for thrombus without occlusion, however, no intervention planned. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on october 28, 2018. A 19fr sheath was used in the right groin that the angio-seal was used to close. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. The patient had 6000 unites of heparin during the procedure. The hypodensity was not in the area of the angio-seal deployment. The patient's condition was reported okay. There was not a direct allegation against the angio-seal from the clinician that it caused or contributed to the event.